Manufacturer narrative:
The serial number of the c 702 analyzer is (B)(6). The field service engineer replaced sample probes. The water tank was cleaned. Wash station tubing was checked and there were no abnormalities. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas 8000 c702 module. The sample initially resulted in a calcium value of 6.9 mg/dl. The value did not agree with the patient's history, so the sample was repeated. The repeat result was 9.4 mg/dl.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.